Event description:
Physician used flexible argon probe during colonoscopy. When physician pulled wire from biopsy channel, white ball in end of wire was gone and 2 exposed wires were showing. Surgical team was able to obtain ball from inside scope. Scope went through air and cleaning as usual with no alarms/ alerts. Manufacturer response for argon cable, circumferential fire, flexible (per site reporter): equipment failure reported to customerservice@erbe-USA.com. Technical services supervisor processed complaint. Equipment returned to erbe-USA inc. (B)(4) via (B)(6). (B)(4).